Event description:
The pt stated that, while changing the insulin cartridge of her infusion device, the plunger remained attached to the piston rod in the cartridge chamber. During troubleshooting with a company rep, the plunger was detached from the piston rod. The pt stated the cartridge was empty and "less than a few units" of insulin spilled into the cartridge chamber. Proper removal of the insulin cartridge from the chamber was reviewed with the pt. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.